Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient info: csp, (B)(6). It was reported that on (B)(6) 2014 while performing an unspecified surgery the cage has broken into three pieces while being introduced. The cage was used on patient. No patient complications were associated with this event.